Event description:
Covidien endo gia gold load cartridge fired only half of staples and cut entire line of tissue. Led to significant blood loss and altered course of procedure. Reason for use: used staple load to divide superior segment left upper lobe.